Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported entrapment of the device and tip separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left main coronary artery to circumflex artery. A 014 balance middle weight hydro was advanced and then an unspecified stent was implanted at the lesion. The guide wire was removed and then re-inserted trying to advance past the previously implanted stent but became caught in the stent struts and unable to be withdrawn. Snare technique was used to capture the wire and remove from anatomy. It was then noted that the tip had separated and remained stuck under the stent struts. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.